Event description:
It was reported that the patient received a red call doctor alert on their communicator. Attempts to transmit the data were unsuccessful, so boston scientific technical services (ts) sent an ethernet adapter as the patient noted they had bad cell service. Later, upon latitude review, it was found that the alert was because tachy mode was turned off. The device and leads remain in service. No additional adverse patient effects were reported.